Event description:
After completion of a left iliac pta/stent procedure, angiography was performed which revealed a downstream thrombus in the left popliteal artery. The angiojet catheter was reinserted and, as it was being advanced to the thrombus, the sheath backed up on the stent struts of the recently placed let iliac stent which prohibited forward or backward advancement of the catheter. This caused the catheter to separate into two pieces, the distal portion of which remained inside the pt. The physician used a snare device to remove the broken portion from the pt. A second angiojet catheter and subsequent pta/stent were used to successfully complete the procedure. No injury or adverse event was reported.

Manufacturer narrative:
The angiojet spiroflex catheter that was in use during the event has not been provided to bayer and has been retained by the site; therefore, no further investigation could be performed. Based on the limited info, we are unable to determine the root cause of the alleged issue. In the event that add'l info is obtained, a follow up report will be submitted. This info does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event. This event is considered a reportable event as intervention was required to retrieve the broken distal portion of the angiojet solen omni device.